Manufacturer narrative:
(B)(4). Batch # n55a69. The analysis found that one ec60 device was returned with no apparent damage with an ecr60d cartridge not loaded in the device. Additionally, the reload was received partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an endoscopic resection of the right upper pulmonary nodule procedure, could not squeeze the firing trigger. Another like device was used to complete the procedure. There were no adverse consequences for the patient.